Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon, and also found that this phenomenon was attributed to damage to the objective lens. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to physical stress due to dropping and/or hitting, or chemical stress during reprocess. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus service operation repair center (sorc), it was found that the endoscopic image (field of view) of the subject device on the monitor was clouded. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.